Manufacturer narrative:
The date of the event onset was reported as unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for twenty days for the event. The cause of the event and treatment details were not reported. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.